Event description:
It was reported that the patient presented to the clinic with dizziness and pre syncope episodes. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the lead exhibited failure to capture. The physician suspected insulation damage on the lead. Lead revision was discussed but not made. Currently, programming changes was made to solve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that the patient presented to the clinic with dizziness episodes and atrioventricular (av) block. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the lead exhibited failure to capture. The physician suspected insulation damage on the lead. Lead revision was discussed but not made. Currently, programming changes was made to solve the issue. The patient was in stable condition.